Manufacturer narrative:
An event of thrombus was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from an article titled "haemodynamic consequences following closure of an abernethy malformation in a patient following a total cavopulmonary shunt". A 22 mm amplatzer vascular plug ii was implanted midway between the entry of the renal veins and the superior mesenteric veins. A week later post-implant, the patient developed severe pain in the right thigh and venous doppler ultra-sonogram revealed extensive thrombus extending from the anomalous channel distal to the plug into the inferior caval vein and to both external iliac and common femoral veins. The thrombus also extended from the vascular plug into the portal system. The patient was started on a heparin infusion, a single anti-platelet drug, and an oral anti-coagulant. Contrast CT venogram taken one week later showed significant resolution of thrombus. Two months post-implant, patient was asymptomatic and venous doppler ultrasound of the lower limb showed good resolution of the thrombus. 768¿770. Doi: 10.1017/s1047951118000185.